Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that during use on a patient with the cardiosave intra-aortic balloon pump (iabp), the customer was trying to slay b/p "the old fashioned way" from the intra-aortic balloon (iab) to the bedside monitor and the ECG trigger was lost. The customer was advised to unplug the slave cable and ECG trigger returned except the flashing was green not red. The iabp was switched to semi-auto and attempted to get the heart to flash red in ECG without the slave cable. The iabp is functioning as expected except the heart colors remain switched. The unit was swapped and sent to the biomed and is awaiting evaluation. No patient harm, serious injury or adverse event was reported. This is related to (B)(4).

Event description:
It was reported that during use on a patient with the cardiosave intra-aortic balloon pump (iabp), the customer was trying to slay b/p "the old fashioned way" from the intra-aortic balloon (iab) to the bedside monitor and the ECG trigger was lost. The customer was advised to unplug the slave cable and ECG trigger returned except the flashing was green not red. The iabp was switched to semi-auto and attempted to get the heart to flash red in ECG without the slave cable. The iabp is functioning as expected except the heart colors remain switched. The unit was swapped and sent to the biomed and is awaiting evaluation. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm was unable to duplicate the reported issue. The iabp was cycled on the fiber-optic tester and simulator while adjusting the augmentation limits and no problem was found. The main executive processor was replaced as a precautionary measure. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.